Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead dislodged during the implant procedure and placement difficulty was also encountered. This lead was replaced the day after implant as it dislodged again and is expected to be returned for analysis. Dislodgement was discovered through fluoroscopy and lead test with the programmer. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: this lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported dislodgement. Laboratory analysis was unable to conclusively determine the root cause of the reported dislodgement problems. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead dislodged during the implant procedure and placement difficulty was also encountered. This lead was replaced the day after implant as it dislodged again and returned for analysis. Dislodgement was discovered through fluoroscopy and lead test with the programmer. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.